Event description:
Additional information was received that the issue with the handheld was that it would sometimes crash and information could not be accessed or change the parameters.

Event description:
Additional information was received from the area representative indicating the handheld started failing a year ago. It was indicated the handheld would not interrogate and a reset did not resolve the issue. The handheld and flashcard were returned to the manufacturer for analysis.

Event description:
Analysis was completed on the returned handheld. Analysis of the handheld indicated no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the returned flashcard indicated the flashcard and software performed according to functional specifications.

Event description:
It was reported by a company representative that a physician's handheld was not working well and a replacement was needed. At the moment it is unknown if any troubleshooting was performed or any other circumstances surrounding the event. Good faith attempts to obtain additional information as well as the reported handheld returned to the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.